Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: while the machine is being use, suddenly the alarm "loss of external power" appeared on the display screen. Automatically the back up battery takes over. (Machine runs with battery power). No patient harm.